Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer received readings of 30, 32, and 35 mg/dl within 10 minutes. A lab result of 175 mg/dl was received by the hospital, but the time between the meter tests and the lab test was not provided by customer. There was no report of death, serious injury or mistreatment associated with this event.